Manufacturer narrative:
The reported event, broken drill bit, was confirmed during a visual inspection. During the visual inspection, witness marks were observed on the drill bit, rolled cutting edge. These witness marks are consistent with the drill bit coming into contact with metal. A drill bit coming into contact with metal can cause the drill bit to break. The associated IFU(s) for this drill bit indicates, the drill bit is for cutting bone, bone cement and teeth. The drill bit is not indicated to cut metal.

Event description:
It was reported that after a surgical procedure, it was noted that the drill broke and a fragment of the drill remained in the patients jawbone. It was also reported an x-ray was performed and the patient required a revision surgery to remove the drill fragment. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a surgical procedure, it was noted that the drill broke and a fragment of the drill remained in the patient's jawbone. It was also reported an x-ray was performed and the patient required a revision surgery to remove the drill fragment. It was further reported that the procedure was completed successfully.